Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 480 mg/dl with moderate ketones that a health care provider determined to be dangerous/life threatening. Reportedly, the customer required assistance from sister to administer a manual injection to address elevated bg level. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low bg level of 54 mg/dl; cause was unknown. Customer required assistance from sister to keep "awake to not passout". Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.